Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Date of passing was not known. Review of the download data, indicates the patient received one inappropriate treatments in response to af with rvr. At 22:43:01 on (B)(6) "20221", the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was af with rvr at 180 with pvcs/nsvt. The patient's post-shock rhythm was af at 10 with pvcs/nsvt. Device was shutdown at 22:59:48 on (B)(6) "20221." The patient passed away and no further details were known.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.